Event description:
The customer reported that the system will not boot. The problem occurred with patient on the table and under anesthesia. The system worked after reboot. There was no injury to the patient.